Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was another system error and contamination to the muffler assembly and in-line proximal filter, three-way solenoid valve failed, and damage to the detach battery door. The following parts were replaced to address these issues that were found on the device: system board, three-way solenoid valve, detach battery door, muffler assembly, and in-line proximal filter. The following part was proactively replaced on the device: air inlet foam filter. After replacing the parts on the device, the device was tested and passed.